Event description:
The patient experienced increased pain in his legs post implant. The lead was removed and he was expected to have percutaneous leads implanted at a later date. The patient outcome was unknown. Additional information has been requested.

Manufacturer narrative:
Accessory model 8591-38 lot# d14206 implanted: 2012-(B)(6) explanted: lead model 39286-65 lot# (B)(4) implanted: 2012-(B)(6) explanted: programmer model 37744 (B)(4) adaptor model 3550-p4 lot# n310840 implanted: 2012-(B)(6) explanted: (B)(4). Final device analysis for the lead revealed no significant anomaly. The body was cut thru, it was segmented. The conductors were cut.